Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full occurs even though the canister is not full. This problem was not solved by exchanging the three canisters. The treatment was continued with a renasys go pump. There was no patient harm. There was no delay. Canisters will not be returned. The lot number of the canister could not be confirmed.